Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. The field service engineer (fse) completed a high sensitivity (hs) system check and a precision test. No instrument issues were noted. The fse verified system operation per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported non-reproducible, erroneous troponin I (access accutni) results, for eight patients, involving the access accutni assay used in conjunction with the unicel dxi 800 access immunoassay system. Subsequent testing of the patients' samples, on the same instrument, generated varying results within different clinical ranges. The customer stated the non-reproducible results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The patients' samples were collected in heparinized plasma tubes and centrifuged at 4,000 rpm (rotations per minute) for ten minutes, at room temperature. The samples were analyzed from the primary tube. No sample integrity issues were noted. The customer indicated all of the system parameters, including quality control (qc), calibration curves, and system checks were performing within assay and instrument specifications at the time of the event. The instrument was in operation. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.